Manufacturer narrative:
The product identity was not confirmed as a result of the part not being returned. The distributor suggested that the part might be from lot 542324 or 494128. However, 494128 is not a valid lot. The distributor reported that the part will not be returned; therefore the complaint is non-verifiable. The most likely underlying cause of the complaint could not be determined as the product was not returned. The non-conformance database was reviewed and no non-conformance was found for this product potential lot. There are no indications of manufacturing defects. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. The warnings in the package insert state this type of event can occur. The user facility is foreign; therefore, a facility medwatch report will not be available.

Event description:
It is reported that during the procedure a twist drill broke. It is reported that there was no delay that exceeded thirty minutes. It is reported that the surgery was completed without any problem.

Manufacturer narrative:
Lot number corrected from 542324 to unknown. The 542324 is a possible lot and the other possible lot 494128 reported by the distributor was identified to be the supplier's lot. Three possible lots 977340, 979660, and 046640 were identified based on the supplier lot.